Manufacturer narrative:
The initial reporter named is a (B)(6) employee who has different contact details from that of the event site. Details: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm completed pm with full calibration, functional testing and safety checks to factory specifications, and replaced expired critical alarm battery. To correct the compressor low output issue which could not be calibrated within specifications, the stm replaced the compressor. The iabp then passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
During routine preventive maintenance (pm) by a getinge service territory manager (stm), it was discovered that the compressor could only be dialed in to about 370 and did not meet specifications. There was no patient involvement, thus no adverse event was reported.